Event description:
It was reported the stimulator had been moved twice. No further information was reported. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) 2016 stating that the implantable neurostimulator (ins) had been moved six months after implant because it was uncomfortable when they were sitting down, was getting irritated, and was bothering them too much. The indication for use was failed back surgery syndrome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was further reported that the implantable neurostimulator (ins) was moved up towards the top of the patient's hip. It was noted that the ins was moved because the initial location of the ins, which was lower in the waistline/buttocks area, was uncomfortable for the patient.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the consumer on (B)(6) 2017. The patient had a rough time from the 3 surgeries (the trial, the implant, and the revision). During the implant, the ins was but in the wrong place as it was slightly above the buttock. It was red and the patient had pain so the ins was moved to the hip area at a later date. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient weighed (B)(6) pounds at the time of their pocket revision. No further complications were reported.